Event description:
Customer alleged multiple issues with chair. No injury alleged.

Manufacturer narrative:
No RMA initiated for this event. Model number tdx-sr serial number/date code (B)(4) is approximately 1 year of age. The user manual part number 1143190 rev k (mar-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warning, cautions, and instructions for safely using the device. The consumer's allegedly suffers from shoulder problems. The consumer's stability and medication regimen are unknown. The consumer's age, height, and weight are unknown. The maintenance history of the device is unknown. The dealer alleges that the end user called him stating there were multiple issues on his tdx-sr. A 3rd party provider, dealer, and the (B)(4) repaired the multiple issues with the chair, although this took a while for the repair. No further information was given on the "multiple issues" with the tdx-sr.